Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during commanded shock lead integrity test, this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited low shocking lead impedance measurements less than 20 ohms with noise. The patient was hooked up to monitoring equipment. Boston scientific technical services (ts) discussed possible electromagnetic interference (emi). Additional information obtained from the field representative that the cause of the observations was not conclusively determined. All other measurements and daily measurements of shock impedance were within normal limits. No intervention has been performed. The system remains in service. No adverse patient effects were reported.